Manufacturer narrative:
Complaint conclusion: the 8x150mm smart stent failed to cross the lesion. After it was removed, it was confirmed that the tip of the stent prematurely deployed. An 8 x 120mm smart stent was implanted at the proximal portion of the lesion. There was no reported patient injury. The patient was a male bit his age was unknown. The target lesion was the right superficial femoral artery. The lesion was heavily tortuous, however, it was unknown if the lesion was calcified in an acute angle, bifurcating or angulated. The rate of stenosis was unknown, and it was unknown if the lesion was de novo or inside a previously placed stent. The reference diameter of the lesion was unknown. There were no damages or anomalies noted to the smart stent or packaging prior to use. The device was handled and prepped according to the instructions for use with no anomalies noted. It is unknown if the hemostasis valve was closed prior to removal from the tray or if the stent was still constrained when it was removed from the packaging. A contralateral approach was made from the left common femoral artery with a 6f 45cm non-cordis guiding catheter. It is unknown if there was any difficulty getting the guidewire to cross the lesion. A pre-dilation was performed with a 2.5mm saberx balloon. The balloon was changed to another a saberx (3.0mm). The lesion was inflated with another non-cordis balloon (4.0x40) additionally. It is unknown if there was difficulty advancing the stent delivery system through the vessel. However, the smart stent could not cross the lesion. It is unknown if the catheter was ever in an acute bend or was kinked noted on the device after removal. It is unknown if force was required or if excessive torqueing required during advancement. It is unknown if the hemostasis valve was still closed after failure to cross occurred. It is unknown if the device was removed from the patient; however, after removal it was confirmed that the tip of the stent was prematurely deployed. It is unknown if the outer sheath was separated. A smart stent (8.0*120) was placed at the proximal portion instead. The procedure finished successfully. There was no reported patient injury. The device was returned for analysis. A non-sterile unit of smart 120 150, sfa - 8x150mm stent delivery system (sds) was returned. Per visual analysis the stent had not been deployed and its distal tip was in its correct position. The hemostasis valve was closed. No anomalies or damages were noted. Per functional analysis the unit was flushed then the stent was deployed without any difficulty. Per dimensional analysis the od of the outer sheath was measured at different distances from the tip and was found to be within specification. A device history record (DHR) review of lot 17185046 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)/ failure to cross¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy tortuosity and an unknown rate of stenosis) may have contributed to the event; however analysis revealed the device functioned as designed and was manufactured within specification. According to the instructions for use ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent/delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Advance the device over the guidewire to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Unlock the tuohy borst valve connecting the inner shaft and outer sheath of the delivery system. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue deploying the stent until the distal end of the stent obtains full apposition with the vessel wall. Continue deploying the stent until the proximal end of the stent obtains full apposition with the vessel wall.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant devices: guiding catheter (6f45cm destination, terumo); balloon (2.5mm saberx, cordis); balloon 3mm saberx; and balloon (4.0*40 armada, abbott vascular). (B)(4). (B)(6). The device has been received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 8x150mm smart stent failed to cross the lesion. After it was removed, it was confirmed that the tip of the stent prematurely deployed. An 8x120mm smart stent was implanted at the proximal portion of the lesion. There was no reported patient injury, and the device will be returned for analysis. The patient was a male bit his age was unknown. The target lesion was the right superficial femoral artery. The lesion was heavily tortuous, however, it was unknown if the lesion was calcified in an acute angle, bifurcating or angulated. The rate of stenosis was unknown, and it was unknown if the lesion was de novo or inside a previously placed stent. The reference diameter of the lesion was unknown. There were no damages or anomalies noted to the smart stent or packaging prior to use. The device was handled and prepped according to the instructions for use with no anomalies noted. It is unknown if the hemostasis valve was closed prior to removal from the tray or if the stent was still constrained when it was removed from the packaging. A contralateral approach was made from the left common femoral artery with a 6f 45cm non-cordis guiding catheter. It is unknown if there was any difficulty getting the guidewire to cross the lesion. A pre-dilation was performed with a 2.5mm saberx balloon. The balloon was changed to another a saberx (3.0mm). The lesion was inflated with another non-cordis balloon (4.0x40) additionally. It is unknown if there was difficulty advancing the stent delivery system through the vessel. However, the smart stent could not cross the lesion. It is unknown if the catheter was ever in an acute bend or was kinked noted on the device after removal. It is unknown if force was required or if excessive torqueing required during advancement. It is unknown if the hemostasis valve was still closed after failure to cross occurred. It is unknown if the device was removed from the patient; however, after removal it was confirmed that the tip of the stent was prematurely deployed. It is unknown if the outer sheath was separated. A smart stent (8.0*120) was placed at the proximal portion instead. The procedure finished successfully. There was no reported patient injury. The product was clinically used.